Manufacturer narrative:
Product event summary: the full lead in segments was returned, analyzed, and the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. The analyst noted that the bent helix would contribute to deployment issue.

Event description:
It was reported that the lead was attempted to be implanted but not used. The lead helix would not fully deploy. The helix was retracted and attempted to redeploy but still would not deploy into cardiac muscle. The lead was cut to retain access and was removed. A new lead was implanted. No patient complications have been reported as a result of this event.